Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/ pt contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately high readings. On dec 18, 2008 the technical service representative (tsr) spoke with the pt to obtain and verify info. Original date at 9:30 am, the patient reportedly obtained a pre-breakfast blood glucose reading of 5.4 mmol/l (97 mg/dl) on the reported meter, which was higher than her expected fasting range of 4.0 mmol/l to 5.0 mmol/l. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. The pt then took humalog insulin 6 units and ate her breakfast of three crumpets and tea. At 10:10 am, the patient experienced the symptoms of numbness in her lips and tongue and sweating. While symptomatic, the patient tested her blood glucose level to be 2.5 mmol/l (45 mg/dl). She administered self- treatment by consuming food and a glucose drink. At 1:50 pm the patient felt well, and obtained the meter reading of 25.0 mmol/l (450 mg/dl). She did not seek any medical attention. At 14:00, the patient took her normal dose of humalog insulin 10 units with lunch. Subsequent meter readings in the afternoon were 23.3 mmol/l, 21.2 mmol/l, 19.5 mmol/l and 20.7 mmol/l. The pt takes humalog insulin 6 to 8 units with breakfast and dinner and 10 to 12 units with lunch, adjusting the dose based on meter readings; and lantus insulin 36 units in the evening. The pt stated that if the fasting blood glucose reading were les than 5.0 mmol/l, she would not take any insulin. The pt tests her blood glucose level three time per day. Her expected reading range from 4.0 mmol/l to 11.0 mmol/l. During the troubleshooting telephone call, the tsr determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient claimed to have experienced symptoms suggesting hypoglycemia following an insulin dose based on an elevated meter reading. The patient received food and drink to resolve those symptoms. Therefore this complaint is being reported.